Event description:
The patient received a chin implant using intraoral procedure with the incision on the external side of the mouth. The patient developed an infection within two weeks after the procedure. The infection was treated and the implant was salvaged.two and one half years later the patient underwent a root canal on a tooth in the upper back part of the mouth. An infection occurred within the root canal that lasted approximately one month. The infection was resolved. The patient developed an infection from the chin implant area. The doctor treated the infection but was not successful. The implant was removed ant the patient responded well to antibiotic therapy. The doctor stated that the infection didn't look new but was extremely brown and appeared to have been there for some time.